Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. The customer reverted to an alternate pump for insulin therapy.